Event description:
Follow up reveal that the patient's issue was resolved with replacement.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to not charging as recommended. As a result, the patient's ipg was explanted and replaced to address the issue.